Event description:
A malfunction alarm was reported with the display showing malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Tandem technical support arranged for a replacement pump and instructed the customer on how to put the faulty pump into storage mode and return it using a pre-paid label within 10 days.